Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received information about an incident that occurred in the (B)(6). It was reported that after the bathing procedure, the resident dried himself while he was sitting on the alenti hygienic chair. The resident's feet were on the floor, and when he began to lift himself up, he pushed away the left hand side of the seat base, what cause the chair to slide back. The resident lost his balance and fell on the floor. Fortunately, he did not suffer any injury. The device was examined by an arjohuntleigh representative after the incident. The condition of the device (including check of the device brakes functionality) was assessed as good and the functioning test performed did not reveal any technical deficiency. The event could not be duplicated. Alenti device was over 10 years old at the time of the incident. Alenti is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The alenti should be used by appropriately trained caregivers in accordance with the directions outlined in the operating and product care instructions. This device is equipped with central brakes - two cylinders, placed under the chassis, maneuvered from the control panel or the handset. The brake action is achieved when the cylinders descend and make contact with the floor. The operating and product care instructions (IFU, version active at the time of the distribution of the involved alenti 04.cd.02/8 (B)(4) from june 2004) warn and inform how to use the device correctly, including resident's transfer from sitting to standing position. Lower the alenti until the resident's feet are in contact with the floor. Activate the brake. Push back the handrest. Release the safety belt and help the resident to stand up." From the complaint description it can be seen that the resident was standing up independently, supporting himself by pushing back the seat base. The operating and product care instructions clearly indicates that during standing, the resident should be supported by the caregiver. It may indicate that the facility staff might have not paid a proper attention and did not help the resident to stand up. Technical inspection of the device did not reveal any deficiency that could cause or contribute to the incident. It was pointed out that during the incident the brakes were applied, and therefore alenti should not roll back. The internal test simulation was performed in 2015 to check if the brakes immobilize the hoist in a proper way and does alenti move when the brakes are applied. The results showed that the brakes do immobilize the forward and backward movement. During normal use, when the resident is supported by the caregiver, it is unlikely to move alenti with applied brakes during resident's transfer to and from the chair. All the above, brought us to the conclusion that the failure to follow safety instructions and recommendations included in the device instruction for use might have been a primary cause of the event occurrence. If that element of use error was not in place, the incident could probably have been prevented. Looking at the incident scenario it has been established that the alenti hygiene chair was being used for patient handling at the time of the incident and in that way contributed to the event. This complaint was decided to be reportable in abundance of caution due to indication of patient's fall, which could lead to serious injury upon reoccurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh was informed about a customer complaint related to alenti hygienic chair. It was reported that when the resident was standing up from the chair, the alenti moved back even though the brakes were applied. In effect the resident has lost their balance and slipped to the floor. Fortunately, no injury was sustained.